Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 124mg/dl on the inform system while using comfort curve test strips whereas lab comparison returned as 31 mg/dl and 68 mg/dl within 10 minutes. Results were from an arterial sample. Approximately 3 hours later caller states patient tested 144 mg/dl on the inform system while using comfort curve test strips whereas lab comparisons returned as 69 mg/dl and 68 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.